Event description:
It was reported that the device seemed to have a false eri (elective replacement indicator). The device was checked in office and showed eri, but at the scheduled change out the next day the device could be reprogrammed to vvi 60 and there is an estimate of eleven months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine if this device performed as described in the field action. Concomitant medical products: 4092-58, lead, implanted: (B)(6) 2001. (B)(4).